Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformacne recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that a vasoview 7 xb labeled "not for human use" was almost used on a patient. The hospital did not report any patient effects.